Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a procedure there was no ultrasound oscillation. The case was completed using an alternate handpiece and phacoemulsification tip. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, information regarding the testing of the handpiece was not provided. The system was tested and found to meet product specifications. No phaco tip (unspecified product) was returned for a phaco tip not oscillating. No consumable lot number was identified with this complaint. Therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. All phaco tips are 100% visually inspected by trained operators using 30x magnification. The root cause cannot be determined conclusively. (B)(4).